Event description:
High acuity/critically ill patient who was intubated and prone in rotoprone bed, tolerating rotation when the anchorfast broke. Patient had to be placed briefly in supine so that respiratory therapist (rt)/nursing could remove the anchorfast and quickly replace it in order to protect the patient's high risk airway. Unfortunately, the broken anchorfast was not saved. The anchorfast broke where the part that holds (clip) the endotracheal tube (ett) attaches to the long plastic piece on the holder. Anchorfast has been replaced earlier that afternoon.